Event description:
It was reported that during an unknown procedure, there was a leak at the anastomosis site and the case had to be diverted. Upon inspection the donuts were not complete. There were no reported patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Additional information provided by the surgeon: what procedure? For perforated diverticulitis. What type of diversion was done? Proximal diverting loop ileostomies. During initial procedure: what type of anastomosis was created? End to end. Which stapling technique was used? Eea. Which purse-string suture technique was used? Running with 2.0 prolene. What other devices were used for transecting and/or closing otomies? On the take down the stapled end was from the prior procedure (gia 75) was left there on the distal end, prolene purse string done on proximal end. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Dr (B)(6). Has the person firing been trained on how to use the ees circular device? Yes. With no apparent up dates if there are any. Has the o.r. Staff been trained in preparing the ees circular device? Unknown. How was it confirmed that the anvil was secured to the trocar? Click, and in the green area. What confirmation was received indicating the device was fully fired? Crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Middle. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? Approx half way through. Did firing handle/trigger return to its original (pre-fired) position without intervention? No. Was the breakaway washer completely cut through? Not sure. What did the tissue donuts look like? Non donuts. Was the safety reset before removal attempted? No. Patient information: (B)(6) with perf diverticilitis, what was the indication for surgery? Perforated diverticilitis. Did the patient have pre-existing conditions that could have impacted the patients health/surgical outcome? No except an infection. Has the patient undergone any radiation or chemo therapy? No. Were there any comorbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues, etc.)? No. What is the patients present condition? Perforated diverticilitis- contained leak on gastrograffing enema.